Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported. As treatment, the patient is receiving insulin at the hospital as they are there for an unrelated incident, not related to diabetes or omnipod.

Manufacturer narrative:
The pod was received not deployed, having been in pod state 15 and delivering 0 pulses indicating that it never completed activation after being filled. No problems were found with the returned device that would prevent it from completing priming to deploy the needle mechanism as expected.